Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found an intermittency of the connector pin/cap. The full lead was returned and analyzed. It was also noted that there was blood/body fluid in/on the proximal conductor and helix mechanism. There was an outer insulation abrasion (breached) and cosmetic depression, and the lead was crushed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event. Follow up has revealed that the lead had dislodged and was unable to be repositioned due to tissue on the tip. A new lead was placed. No patient complications have been reported as a result of this event.